Event description:
Add'l info was provided. The surgeon does not feel the device caused or contributed to the reported endophthalmitis.

Event description:
A user facility reports that a pt developed endophthalmitis following intraocular lens implant surgery. Additional information has been requested.